Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for evaluation and the customer's reported issue was confirmed. Based on the results of the investigation, it is likely the reported issue occurred because reprocessing could not be conducted properly due to a leak from the instrument channel. The following is included in the instructions for use (IFU): the suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope had a problem related to reprocessing. The scope is being sent out for inspection, as foreign body (tissue) found inside scope after being reprocessed. The issue occurred during diagnostic esophagogastroduodenoscopy (egd). The procedure was completed on the same device with no delay. There were no reports of patient harm.